Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory confirmed the device was in storage mode. Further review revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. Portions of the circuitry, including the battery, were then isolated and tested. Analysis found this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias prior to entering storage mode.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was discovered to be in storage mode prior to explant. A changeout procedure was performed where the device was explanted and replaced. There were no adverse patient effects reported. A request for the return of the device has been made.

Manufacturer narrative:
As of today, the device has not yet been returned. Should additional information become available, this report will be updated.